Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 111 mg/dl. Customer stated that he was priming the pump and the insulin was squirting out during the manual prime process. Customer stated that the drive support cap is sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Customer was not wearing the pump during priming and was unable to finish troubleshooting at this time. Customer does not have an extra infusion set and reservoir to complete the troubleshooting for insulin squirting out. Customer will back at a more convenient time. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)